Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, it was difficult to place the lead. The lead was ultimately implanted and remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's anatomy was the reason for the difficult lead placement.